Event description:
The secure flow balloon infuser failed to completely discharge the full dose of medication in the proper time. The balloon should have infused in 46 hrs at 5 ml/hr-total volume 230 ml-. The pt returned to the clinic in 48 hours and had approximately 10% of medication that had not been infused.